Event description:
Complainant alleged that during biomed testing the devices's pacer out put was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.